Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was placed in the gallbladder successfully. Days later, the drain was aspirated and it drew in air from the base of the hub and was leaking. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The drain currently remains inside the patient.

Manufacturer narrative:
Additional information was received stating the date of the event is unknown. Additionally, it was clarified that the drain was explanted shortly after they went to aspirate it to check for proper placement. The complaint device was replaced with another cook drain. Lot information is unavailable because the packaging was thrown away. Investigation - evaluation: a review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. The device is shipped with instruction for use (IFU) which notes: the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. We will continue to monitor for similar complaints and have notified the proper personnel about this event. Per the quality engineering risk assessment no further action is required.